Manufacturer narrative:
H3 product analysis: evaluation determined that the tip of the tool broken off from the rest of the stem of the tool. The suspected root cause was identified as the tool was most likely broken due to excessive force while being used and also that an excessive side load (bending) was applied to the tool while it was not rotating. Details of correction: b5 updated the details of procedure delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On further follow-up it was reported that there was no procedure delay.

Manufacturer narrative:
H3: product analayis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the craniotomy procedure the tool got broken and no patinet impact reported. It was also reported that there were no fragments left inside the patient and the procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event. Additional information regarding the patient impact was being followed up from the facility.